Event description:
A healthcare facility reported that while an rt041s non-vented hospital full face mask was being used on a patient, "the soft face piece separated from the hard plastic mask shell." No patient consequence was reported as a result of this incident.

Manufacturer narrative:
(B)(4). The complaint rt041s non-vented hospital full face mask is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint rt041s non-vented hospital full face mask was returned to fph in (B)(4) for inspection. It was visually inspected for seal separation. Results: the rt041s full face mask features a mask base, seal, and headgear. The mask seal is inserted into the mask base and is secured with glue. Visual inspection of the complaint mask revealed that the seal was glued properly with a continuous bead of glue. A lot check revealed no other complaints of this nature for lot number 111014. Conclusion: we are unable to determine the root cause of the separation as the seal and base of the returned rt041s mask had been completely separated prior to receipt. Our visual inspection of the device shows that the mask was glued properly, indicating that the seal separation was not related to a manufacturing defect. We are aware that seal separation may occur if excessive force is applied to the mask. The rt041 non-vented hospital full face mask is subjected to post-production tests to ensure the seal on the mask can withstand a removal force greater than (B)(4). (B)(4).

Event description:
A healthcare facility in (B)(6) reported that while an rt041s non-vented hospital full face mask was being used on a patient, "the soft face piece separated from the hard plastic mask shell". No patient consequence was reported as a result of this incident.